Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device becomes available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information a tubing malfunction was reported. The device was explanted and replaced with another inflatable device.

Manufacturer narrative:
A titan touch pump and two cylinders were received for analysis. No functional abnormalities were noted with the pump. The detachment end of the shorter exhaust tube revealed the surfaces to be rough and irregular, indicating stress was exerted. Abrasion was noted on both cylinder exhaust tubes. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with the detachment site through the shorter pump exhaust tube indicates that sufficient stress(s) may have been exerted on the exhaust tube to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.